Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic gastroplasty, the stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle but the load locked. They started the shot, but the load stopped and did not complete. The reload was replaced to complete the case. There was no patient injury.